Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, visible foam particles were noted in the airpath. The devices sound abatement foam was replaced to address this issue. No additional repairs were performed. It was noted that the device was not needed for inventory and the unit will be scrapped.